Event description:
It was reported that the pt hears a constant auditory sensation that resembles a '60 hz cyclical sound'. The sensation occurs when both the processor is being worn and not being worn. Pt complains of inability to perform well due to the fact that in order to hear using her cochlear implant, she must concentrate on her implanted site (as opposed to her contra-lateral side which is aided by a hearing aid), and in doing so notices the tinnitus-like sound over-riding her hearing ability. In speaking with the clinic and surgeon, appearance were that further counseling and follow-up on the pt's symptoms would be pursued. However, subsequent conversation between surgeon and pt on the same day (in 2008), resulted in the decision to pursue revision surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.